Event description:
Implantation of nk-ii knee-tep with cementless tibia baseplate, right side on (B) (6) 2002. Occurrence of radiographically proven osteolytic lesion at tibia head in 2009. Revision surgery on (B) (6) 2009, complete exchange of prosthesis right knee.

Manufacturer narrative:
This report will be amended when our investigation is completed.